Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. During procedure, after a crossboss reentry catheter was used and removed, a stingray lp catheter was inserted into the patient's body through the 185cm stingray guide wire. The guide wire was then advanced further to the distal vessel and attempted to remove the reentry balloon catheter; however, the balloon catheter seemed to have been stuck and was difficult to pull backwards. The physician then cut through the two outer layers of the balloon catheter in order to pull the balloon catheter and maintaining the guide wire position. The balloon catheter was able to be pulled for only a few centimeters, thus the physician cut the balloon catheter again until the balloon catheter was able to be completely removed from the patient's body. There were no patient complications reported. This product is only ous approved but it is similar to an approved us device.